Event description:
On (B)(6) 2013, the patient¿s relative contacted animas alleging that the subject pump was not delivering accurately. The reporter stated that on (B)(6) 2013 the patient was admitted into the hospital with a diagnosis of dka. The reporter stated the patient woke up on (B)(6) 2013 not feeling well. It was reported that the patient¿s blood glucose (bg) was 455 mg/dl and tested positive for large amount of ketones. The patient was treated with IV insulin and fluids. While hospitalized, the patient was placed back on insulin pump therapy; however, soon afterwards his bg became elevated again. The reporter stated that the patient was unable to maintain normal bg levels while on the pump. At the time of troubleshooting, the reporter was unable to confirm date/time on pump were correct; however confirmed all advanced features including basal rate were set as intended. This complaint is being reported because the patient was diagnosed with dka while on insulin pump therapy. Insulin pump use could not be ruled out as cause or contributor to the event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/27/2014 with the following findings: unable to duplicate reported complaint. The last basal delivery occurred on (B)(6) 2013 at 13:28 and the last delivered bolus was a 6.15u bolus on (B)(6) 2013 11:53. Suspend history shows the pump was manually suspended on (B)(6) 2013 14:41 and manually resumed on (B)(6) 2013 19:13.. No alarms associated to the complaint noted in the alarm history; only typical usage observed. The basal and boluses add up appropriately to total the tdd; showing the pump was delivering accurately until the last date used. Pump successfully passed a delivery accuracy test. No alarms occurred during testing. Pump found to be operating within required range and delivering accurately. Unrelated to the complaint, the display screen has a pinkish contrast; the screen is still able to be safely read. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.